Event description:
There was no pt involved in this event. This device malfunctioned because the device was switching on automatically.

Manufacturer narrative:
On receipt of the device the memory log was downloaded, no entries were recorded within the memory log. The pad clock was failing to increment and displayed a nonsensical time and date. This would indicate a real time clock fault. A test pad-pak was inserted into the device and power cycled, the device shut down with a memory full prompt and a lack of green flashing led, indicating a fault. The memory log was again downloaded however the power up was not recorded. The device memory log was erased via saver evo application. Investigation was unable to replicate the reported fault. There were no ten minute time outs recorded in the memory log, it is therefore assumed the customer returned the device in response to field safety corrective action, despite not observing the reported fault. The coin cell voltage was measured and found to be low. No fault was found with the printed circuit board therefore the low coin cell voltage is attributedt to a faulty coin cell. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.